Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked from the female connector. The event was further described as ¿effluent would leak out the end of the transfer set¿. This was observed as soon as the minicap was removed from the transfer set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This report is a duplicate of the manufacturing report number 1416980-2023-02756. All relevant information will be captured under 1416980-2023-02756. Should additional relevant information become available, a supplemental report will be submitted.